Event description:
The customer reported being hospitalized due to low blood glucose of 30 mg/dl. The customer stated that the insulin pump alarmed button error and delivered a bolus while sleeping. Troubleshooting was performed. The customer¿s recent glucose reading was 82 mg/dl, and he has treated. Reviewed the alarm history and the alarm was confirmed. Checked the bolus history and found that a bolus was delivered during night, but the customer denied programming. Advised the customer that the button may be stuck and a replacement of the insulin will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.